Manufacturer narrative:
Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 15329757 / 15329757, model/catalog description: lead extension kit 35cm. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 15461558, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and extensions revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure.